Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps had a broken steel wire. The user completed the procedure using a backup fenestrated bipolar forceps with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fenestrated bipolar forceps first found to have thermal damage during the surgery. The surgeon believes it was caused by the product quality. There was no instrument collision and no arcing observed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have the conductor wire insulation damaged with the internal wires exposed. There was no material missing. The electrical continuity test was performed and passed. There was an additional observation not reported by the site and not related to the reported issue. The instrument was found to have thermal damage on the bipolar yaw pulley. The complaint was confirmed by failure analysis.